Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The patient was hospitalized. On the same day as event onset, the patient was treated with vancomycin injection (1gm, once daily, intraperitoneal, ongoing) and amikacin injection (500mg, stat, intraperitoneal, for 1 day). The day after event onset, the patient was treated with meropenem injection (1gm, once daily, intraperitoneal, ongoing) and amikacin injection (100mg, once daily, intraperitoneal, ongoing). It was reported that the patient was recovering from the events. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique on the same day as event onset. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: b5. B5: upon follow up, it was reported that the patient was not hospitalized for the peritonitis event (previously reported as hospitalized). On an unknown date, antibiotic treatment was stopped and the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.